Event description:
The customer contact reported a leak of a chemotherapeutic agent. The plumset was being used to deliver an unspecified concentration of oxaliplatin. After an unspecified length of time in use, leakage was noted from the connection of the tubing to the bottom of the y-site. The plumset and solution container were replaced and the therapy was resumed. The patient was transported to another room and the spill was cleaned up according to the facility's protocol. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation.